Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 539 mg/dl. Customer states she had been experiencing high blood glucose. Customer states she replace set this morning and noticed that she was going high and did some boluses and noticed her clothing get wet. The pump will not be returned for analysis.